Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing got detached at the tubing connector and she noticed it while using the rest room. This led to high blood glucose level reported to be over 600 mg/dl. Reportedly, the site location was on the right side and the pump was located in her bra. She was unsure of the length of time that the infusion had been in use for. The infusions were stored at room temperature in the bathroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.